Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid left anterior descending artery. Pre-dilatation was not performed. The 3.0 x 18 mm delivery system was advanced to the lesion without resistance. During the attempt to deploy the implant, the device was pressurized up to 12 atmospheres, but the balloon did not inflate at all. The device was removed and pre-dilatation was performed. A new implant was used to successfully treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. PMA# is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.